Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one video was provided for review. The videos show a clinician holding introducer needle in which the needle hub was connected to external syringe and the needle tip was closed by clinician for testing purpose. The clinician was trying to inject the fluid from external syringe through introducer needle in which fluid leak from the needle hub can be seen. Therefore, the investigation is confirmed for the identified fluid leak issue as the leak noted from needle hub. However, the investigation is unconfirmed for the reported limited information as more specific fluid leak was identified during investigation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a port placement procedure, the port allegedly had malfunction of the central venous access port needle of the port. There was no reported patient injury.